Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient encountered a fluid leak during an unknown phase of pd treatment. Patient cancelled treatment and found fluid on the external part of the cassette and in the pump module area of the cycler. In a follow up, the pd nurse verified the event and said the machine started draining slowly during drain 3. The patient then stopped treatment and that is when the fluid was discovered. The patient went to the clinic and finished the treatment. The patient resumed using the cycler the next day and it has worked fine since then. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient encountered a fluid leak during an unknown phase of pd treatment. Patient cancelled treatment and found fluid on the external part of the cassette and in the pump module area of the cycler. In a follow up, the pd nurse verified the event and said the machine started draining slowly during drain 3. The patient then stopped treatment and that is when the fluid was discovered. The patient went to the clinic and finished the treatment. The patient resumed using the cycler the next day and it has worked fine since then. The cycler set is not available to return.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient encountered a fluid leak during an unknown phase of pd treatment. Patient cancelled treatment and found fluid on the external part of the cassette and in the pump module area of the cycler. In a follow up, the pd nurse verified the event and said the machine started draining slowly during drain 3. The patient then stopped treatment and that is when the fluid was discovered. The patient went to the clinic and finished the treatment. The patient resumed using the cycler the next day and it has worked fine since then. The cycler set is not available to return.